Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. H6 type of investigation code was updated.

Event description:
Additional information was received that reported "patients were not affected during the swaps."

Manufacturer narrative:
B5. Additional event description added. D9. Is device returned to manufacturer? And date device returned to manufacturer added.

Event description:
It was reported that an automated impella controller failed to recognize the new purge cassette during exchange. Use of another cassette was attempted with the same result. A new controller was used to resume patient support. No patient harm was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d3 MFR fax number added.

Manufacturer narrative:
H3 selection was added as it was omitted on the previously submitted report with the investigation summary.